Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest that look like welts. Patient states the skin was itchy. Patient reports removing the lifevest clears the rash but when he puts the lifevest back on the rash comes back. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told him to return the lifevest due to issues with irritations. Follow up indicated that the rash has healed.